Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised unit has no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated, causing the yellow light and low o2, which confirmed the original complaint issue of low o2 and a yellow light. When o2 purity falls to between 73-85% the yellow o2 indicator light (visual alarm) is displayed. When o2 purity falls below 73% the unit goes into system failure. An audible alarm is activated along with the visible red light alarm. Fields were updated accordingly.

Event description:
Dealer advised unit has no alarm.